Manufacturer narrative:
Discrepant negative reactions in antibody screening and antibody identification for one patient's sample containing an anti-jka(jk1) antibody. The root cause could not be confirmed, although it is most probably sample-related, patient's anti-jka(jk1) antibody being weak and or at around the detection of the reagents and technique used. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
The customer is reporting discrepant negative reactions in antibody screening and antibody identification for one patient sample in the indirect antiglobulin test (iat) technique, using the ortho biovue system in conjunction with their ortho vision max biovue analyser. Event date: (B)(6) 2016. Reported on: (B)(6) 2016 by customer to ortho ls (B)(6) who reported it via email to ortho care on the same day. Software version: 3.6.0. Products used: ortho biovue system ahg polyspecific cassette - lot ahc572a - exp. 10 dec 2016; non-ortho csl abtectcell iii reagent red blood cell ¿ lot 220 ¿ exp. 29 nov 2016; non-ortho identification panel - lot 2653157 - exp. 29 nov 2016. Patient information (B)(6); known to have an anti-jka(jk1) antibody. The customer reported that on the (B)(6) 2016, they performed an antibody screening test on a patient sample ((B)(6)) using the ortho biovue system, in conjunction with their ortho vision max biovue analyzer. Positive reactions (0.5+ reaction strength) were obtained with cells 1 and 3 of the red cell reagent and a negative reaction was obtained with cell 2 of the red cell reagent. The customer reported this pattern of reaction was matching with the presence of an anti-jka(jk1) antibody. It is undertsood that on the same day, the customer had tested the same sample in tube peg iat method and had obtained the following results: only 1 cell gave a positive reaction; dat positive result; jka antibody eluted. No further detail was provided. The customer reported that on the (B)(6) 2016 further testing was required for the same patient but from a new blood sample ((B)(6)). The customer reported that a crossmatch test was requested, and a new blood sample was taken and tested for antibody screening using the same reagents and analyzer. Negative reactions were obtained with the 3 cells of the red cell reagent. The customer reported that a visual inspection was performed by a laboratory operator who determined the reactions with cells 1 and 3 to be 0.5+. The customer reported that on the same day, the testing was repeated on the ortho workstation and the expected positive reactions were obtained. No further detail was provided. The customer reported that on the same day, the same sample was tested for antibody identification and the following results were obtained: negative reactions with the 11 cells of the red cell reagent using ortho biovue system on the ortho vision max biovue analyzer; in tube peg iat method: anti-jka(jk1) antibody reacting 1+. No further detail was provided. The customer also reported that on (B)(6) 2016, a negative antibody screening was obtained. No further detail was provided. The customer said that no erroneous results have been reported to a physician. The customer said that the patient was not harmed as a result of the reported events.